Event description:
It was reported that a laparoscopic gastric procedure was performed on (B)(6)2010 and the procedure went well. The staples were formed properly and a leak test was performed during the procedure. Two days post op, the patient returned to the ER exhibiting some problems. The patient was taken in for some diagnostic testing, and it was found that the staple line at the fundus of the stomach was leaking. The patient was taken back into the or and sutures were used to complete the staple line leak. The patient is still in the hospital at this time and stable. Additional followup: the patient's symptoms were abdominal pain. The leak was identified by CT scan with barium swallow. The patient received antibiotics and there was no blood transfusion needed.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.